Event description:
During installation of the device, the roller pump powered up briefly then the display unexpectedly went blank. The roller pump could not be restarted. The technician employed an alternate device and normal function was restored. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.